Event description:
The customer reported that the heartstart mrx failed the user initiated operational check (opcheck). The caller stated that they do not have the unit. No additional information was available. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.